Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's wife reported that the pt experienced increased pain 4-5 inches below the ipg site regardless of stimulation. The pt vomited due to this pain. As a result, the pt was taken to the hospital where he was given intra-venous fluids. Follow-up identified the pt is doing better and the pain at the ipg site is subsiding.